Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: h840527804, implanted: (B)(6) 2012 explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) (hcp) via manufacturer representative (rep) regarding a patient who was receiving infumorph, 25 mg/ml concentration at 2 mg/day dose via intrathecal drug delivery pump for non-malignant pain and failed back syndrome - other. It was reported that at regularly scheduled elective replacement indicator (eri) replacement of patient's pump, the catheter appeared occluded and it was replaced. The catheter was explanted and sent to pathology. The hcp did not want to return. The cause of event was undetermined. At the time of this report, the issue had resolved and patient status was alive- no injury. Prior to replacement patient's medication was morphine (unknown specifics) 25 mg/ml, dose per day was 4.145 mg with 8 patient programmer (ptm) bolus available, 2 mg per bolus. No further complications were reported.